Event description:
During preparation for a percutaneous coronary intervention, foreign matter was found on stent. After removing the 3.50x20mm promus element plus stent delivery system (sds) from it's packaging it was placed on a back table. The sds was flushed for use, however, upon inspection by the physician, it was noticed that there was something fuzzy on the stent. The device was not used and did not enter the patient. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: examination of the promus element plus mr stent delivery system found there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. There were fibers found on the stent confirming the reported foreign matter on stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the fibers found on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
During preparation for a percutaneous coronary intervention foreign matter was found on stent. After removing the 3.50x20mm promus element plus stent delivery system (sds) from it's packaging it was placed on a back table. The sds was flushed for use however, upon inspection by the physician, it was noticed that there was something fuzzy on the stent. The device was not used and did not enter the patient. Another of the same device was used to complete the procedure. No patient complications were reported.